Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection of the lead showed cuttings in the insulation, which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Intermittent capture at max outputs at follow-up testing. In-range sensing and impedance values. Lead is attached to an eri can. Date of lead revision has yet to be determined. On (B)(6) 2013 - all available information suggests this device remains implanted.